Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. Test strip lot #: not provided.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from france alleging the one touch verio test strips were sticking together. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting since the test strips were no longer available. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the one touch verio test strips were sticking together. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.